Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose was 563 mg/dl at the time of hospitalization. Customer¿s blood glucose level was 190 mg/dl. Customer stated with manual injection for high blood glucose. Customer suffered from the symptoms like vomiting, diarrhea, ketones in urine and disoriented. Customer stated that they went to emergency and then they treated with insulin drip. Customer also stated that they went to incentive care unit. Customer also stated that he cannula was bent. Customer was wearing an insulin pump at the time of hospitalization. The product will not return for the analysis.